Event description:
It was reported by service report that the motion interrupt pan was stuck up which caused the (B)(4) switch to be activated, and there was no down motion. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan. (B)(4) micro-switch.